Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure coils removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("foreign body in uterus"), pelvic pain ("pain") and genital haemorrhage ("bleeding(abnormal)") in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient doesn¿t underwent essure confirmation test". The patient's medical history included cervix inflammation and fallopian tube cyst. Concurrent conditions included hypothyroidism, vaginitis, vitamin d deficiency since (B)(6) 2016 and uterine cervical squamous metaplasia. Concomitant products included colecalciferol (vitamin d3) from (B)(6) 2017 to (B)(6) 2018, gabapentin from (B)(6) 2017 to (B)(6) 2018, progesterone from (B)(6) 2017 to (B)(6) 2017, testosterone and thyroid (armour thyroid) from (B)(6) 2017 to (B)(6) 2018. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines/headaches"), headache ("headaches / head pain/ migraines"), nausea ("nausea"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and back pain ("back pain"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2016, the patient experienced rash ("rashes or skin conditions type: rashes"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 1 year 7 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine pain ("uterine pain"), pain in extremity ("legs pain") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, vaginal infection, female sexual dysfunction, rash, migraine, allergy to metals, dyspareunia, fatigue, weight increased and abdominal distension outcome was unknown, the pelvic pain, headache, abdominal pain, back pain, uterine pain and pain in extremity was resolving and the genital haemorrhage, vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea and alopecia had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, back pain, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, rash, uterine pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date as (B)(6) 2016. If you had your essure removed, did you retain the essure device or any portion of it? Yes. If yes, identify where the removed essure device is being retained: removal healthcare facility. 1st device loaded through operating channel of hysteroscopy, and inserted into the r tubal ostia. Trailing coils in uterus: 2 2nd device loaded through operating channel of hysteroscopy, and inserted into the l tubal ostia. Trailing coils in uterus: 2 concerning the injuries reported in this case, the following ones were reported via medical records: device expulsion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, dysmenorrhea, dyspareunia, pelvic pain. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs and mr were received: events: vaginal hemorrhage, menorrhagia, vaginal infection, apareunia rashes, migraines, headaches, nausea, nickel allergy, dysmenorrhea, dyspareunia, fatigue, weight gain, hair loss, uterine pain, legs pain, bloating, genital hemorrhage, device expulsion, device monitoring procedure not performed were added. Event onset date and outcome were added. Concomitant drugs and conditions were added. Reporter causality comments were added. Reporters were added. Plaintiffs demographic conditions were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.